Event description:
The following was reported to davol by the patient. The patient has alleged that in (B)(6), 2008 he was implanted with a bard perfix plug. He alleges that after surgery, he had a burning sensation in the groin area and experienced pain when he coughed. He stated the surgeon told him this was normal. He alleged that his symptoms became worse, and he went to a specialist and had the perfix plug removed on (B)(6) 2014. The patient alleges "the mesh was wrapped around his testicles and now he can't have kids." Attempts have been made to obtain additional information and medical documentation, however, no additional information has been provided.

Manufacturer narrative:
Based on the currently available information we are unable to determine to what extent the bard device may have caused or contributed to the events as alleged. A review of the manufacturing records has been conducted, the review showed no discrepancy during the manufacturing process. The patient reports that the explanted device is not available for evaluation. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.